Event description:
It was reported to gore that on (B)(6) 2022, a 44 mm gore® cardioform asd occluder was selected to treat a patient with an atrial septal defect balloon sized to 19mm and without an aortic rim. During formation of the left disc, the patient reportedly experienced atrial tachycardia and the patient was cardioverted. This subsequently resolved the situation. However, 30 minutes later, the patient again went back into atrial tachycardia and 2.5mg of bisoprolol medication were administered. As this did not resolve the situation, the patient was again cardioverted. On (B)(6) 2022, gore received additional information stating that the patient had settled and a holter electrocardiogram had been fitted not showing any arrhythmia.

Manufacturer narrative:
The gore® cardioform asd occluder remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect - impact code: added code f12. H6: medical device problem code: added code g07001. H6: investigation findings, code 19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. H6: investigation findings: replaced code c21 with code c19 h6: investigation conclusions: replaced code d16 with code d15.